Manufacturer narrative:
The unit had a torn and worn keypad overlay, a cracked reservoir tube lip, and a severely scratched display window.

Event description:
It was reported for the customer by a medtronic representative via phone call that the buttons were worn out but work, the device had a severely scratched display, the device did not deliver insulin, and the device did not upload. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 179 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.